Event description:
There was a reported underinfusion of total parenteral nutrition (tpn). It was reported more than 600 ml was left in the bag at the end of an 18 hour infusion cycle. The intended programming was for the tpn to cycle over 18 hours. The infusion was running as primary but was reported that it switched to secondary occasionally, according to infusion detail report. This event happened in medical/surgical. There was no reported patient harm. Although requested, further information not provided.

Manufacturer narrative:
Sample inspection: an external and internal inspection of the customer¿s pump module exhibited the following: ¿ the right (male) iui date code 12/16 ((B)(6) 2016 was observed with corrosion and damaged isolation ribs. ¿ the left (female) iui date code 08/17 (B)(6) 2017) was observed with dry fluid residue. ¿ plastic damage was observed on the ail sensor assy blue plastic. ¿ some fluid ingress was observed along the inside bottom of the rear housing. ¿ the bezel assembly data code was noted 3/14 (B)(6) 2014). ¿ no other obvious issues or anomalies were identified with the device during the inspection. Log analysis results: review of the pcu error logs showed no records associated to the reported incident. Based on the logs, the pcu is powered on at 6:03 pm on (B)(6) 2021. The device is selected and the user programs a basic primary infusion at a rate of 125ml/hr and a vtbi of 125ml. Pvi = 0ml. The user programs a basic secondary infusion at a rate of 75ml/hr and a vtbi of 70ml. Svi = 0ml. The secondary infusion is started at 6:19 pm and completes at 7:15 pm. The pump module transitions to primary infusion. The primary infusion completes at 8:16 pm. The user programs a basic primary infusion at a rate of 164ml/hr and a vtbi of 2296ml. The infusion is started at 8:22 pm. The device alarms occluded patient side and is restarted three (3) times between at 4:15 am and 4:48 am. The user clears volume infused at 4:52 am with pvi= 1404.75ml. At 10:26 am the user changes the rate to 125ml/hr and vtbi to 100ml. The infusion is started at 10:27 am and completes at 11:15 am. At 11:16 am the user programs a basic primary infusion at a rate of 75ml/hr and a vtbi of 75ml. The infusion is started at 11:16 am and completes at 12:16 pm. User channels off the device at 12:41 am. Total pvi = 2495.38ml total svi = 70.021ml combined amount infused = 2565.401ml. The pcu was powered off at 1:15 am. Test results: results from a timed rate accuracy test demonstrated the device successfully passing. The incident administration set was not returned; therefore, could not be tested. Device history review: a review of the device history record showed the device had a manufacture date of 05/13/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for pump module s/n 14089952 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Test methods: timed rate accuracy test method 1503-001-006, dir# 10000360036, version 01 the root cause of the customer¿s report of underinfusion of total parenteral nurtrition (tpn) was not identified in this investigation. The customer¿s report of underinfusion of total parenteral nutrition (tpn) was not replicated during testing. ¿ 6:03 pm, 23 march 2021 - pcu powered on. Basic primary infusion programed at a rate of 125ml/hr and a vtbi of 125ml. Basic secondary infusion programed at a rate of 75ml/hr and a vtbi of 70ml. 6:19 pm - secondary infusion started, completes at 7:15 pm. Pump module transitions to primary infusion. Primary infusion completes at 8:16 pm. Basic primary infusion programed at a rate of 164ml/hr and a vtbi of 2296ml. The infusion is started at 8:22 pm. 4:52 am - user clears volume infused with pvi= 1404.75ml. 10:26 am - user changes the rate to 125ml/hr and vtbi to 100ml. The infusion is restarted at 10:27 am and completes at 11:15 am. 11:16 - user programs a basic primary infusion at a rate of 75ml/hr and a vtbi of 75ml. The infusion is started at 11:16 am and completes at 12:16 pm. 12:41 am - user channels off the device. Total pvi = 2495.38ml total svi = 70.021ml combined amount infused = 2565.401ml. 1:15 am - pcu powered off. ¿ rate accuracy testing found the device to be delivering within specification. ¿ inspection of the pumping mechanism found no irregularities. ¿ the pump module was being used for treatment. ¿ the actual infusion bag/container volume at the start of the infusion could not be determined. ¿ the disposable set was not returned for this investigation therefore it could not be determined if the set was a contributing factor.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, weight, ethnicity, race not provided.

Event description:
There was a reported underinfusion of total parenteral nutrition (tpn). It was reported more than 600 ml was left in the bag at the end of an 18 hour infusion cycle. The intended programming was for the tpn to cycle over 18 hours. The infusion was running as primary but was reported that it switched to secondary occasionally, according to infusion detail report. This event happened in medical/surgical. There was no reported patient harm. Although requested, further information not provided.